Manufacturer narrative:
Corrected h.6 annex a code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed that the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the handle partially open and the capsule closed with the nosecone over captured by the capsule. Wear was observed to the screw gear threads and delamination was evident along the capsule. A tear and metal protrusion were evident at the distal end of the capsule. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. On retraction of the capsule via the rotation of the actuator, the valve deployed with an infold noted. No other deformation was evident to the remainder of the device. The reported dislodgement could not be confirmed through analysis. The reported capsule tear could be confirmed through analysis. D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evolutfx-2329; product serial/lot number: (B)(6); product type: 0195-heart valves; implant date: not-implantable; explant date: na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a 26 mm transcatheter aortic valve procedure, severe calcification of small vessels necessitated a cut-d own. Multiple failures of the non-medtronic closure device occurred, and the prosthesis was repositioned several times. Several dislodgements of the valve were observed, likely due to minor calcification of the aortic valve. Upon removal of the delivery catheter system (dcs), the capsule was found to be torn in the anterior soft area. A larger 29 mm valve was required and successfully implanted. Additional information was received that three deployment attempts were made, and the valve dislodged into the ventricle once and towards the aorta twice.